Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was treated with unknown antibiotics. Two days after the event onset, the patient has recovered from the event. Pd therapy was ongoing. The cause, and hospitalization, were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.